Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. The customer stated that the insulin did not exit and the insulin pump alarmed no delivery alarm during prime. The customer was unable to complete troubleshooting. The customer stated that they were unable to rewind due piston not moving. The customer stated that the drive support cap was loose. The insulin pump will not be returned for analysis.